Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 23.0 diopter intraocular lens (iol) was explanted from a male patient's left eye due to a refractive surprise. A 2.6mm incision was needed. There was no vitrectomy or sutures required. No patient injury was reported. The lens was replaced with a zct225 21.0 diopter.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/16/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed using a microscope at 12x magnification and the return sample shows no anomalies. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.